Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open adhesiolysis along with laparoscopic mesh fixation for repair of incisional hernia. He had revision surgery 1 year and 10 months post-surgery. At that time he had an exploratory laparotomy with lysis of adhesions, and excision of chronically infected mesh with primary fascia closure and placement. The patient experienced pain, adhesions, small bowel obstruction, scarring, and infection.

Manufacturer narrative:
Additional info: h6 (patient codes, imf codes, ime e2402: "failure to thrive, sinus"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced fistula, sepsis, abscess, non-healing wound, persistent purulent wound drainage, abdominal pain, failure to thrive, pain, adhesions, small bowel obstruction, scarring, chronic abdominal wound sinus, inflammation, unincorporated mesh, mesh failure, and infection. Post-operative patient treatment included medication, multiple debridements, IV and oral antibiotics, wound vac, revision surgery, exploratory laparotomy with lysis of adhesions, partial mesh removal, blake drain placement, excision of chronically infected mesh with primary fascia closure, and hernia repair with new mesh.

Manufacturer narrative:
Additional info: a4 <(>&<)> b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, small bowel obstruction, scarring, chronic abdominal wound sinus, inflammation, unincorporated mesh, mesh failure, and infection. Post-operative patient treatment included revision surgery, exploratory laparotomy with lysis of adhesions, and excision of chronically infected mesh with primary fascia closure and placement.